Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty switching regulator and igniter. The investigation is ongoing and the definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e103" was generated, despite changing the lamp. The problem, as reported to olympus, was first identified at the beginning of a colonoscopy procedure. The intended procedure was completed. A delay in procedure of 5-10 minutes was reported to olympus. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely aging deterioration of the parts on the igniter board and power unit may have caused the phenomenon, with long-term repeated use which caused the main lamp failure and led to the emergency lamp (e103 indication). Olympus will continue to monitor the field performance of this device.